Event description:
The customer reported the sys intermittently displayed black images. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and batteries were replaced. Also, a generator calibration was completed. The sys was then found to be operating as intended.